Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment and undersensing. This ra lead was successfully replaced. No additional adverse effects were reported.